Event description:
It was reported that the side-firing fiber was noticed to have commenced forward firing at 27, 257 joules during a prostate procedure. It was also reported that the fiber cap was observed to be damaged. A second fiber was used and reported under (reference MFR report number 2937094-2012-01081); the case was completed with the second fiber. No pt or end user injury was reported.

Manufacturer narrative:
Device code refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.